Manufacturer narrative:
The reported event of a (B)(4) locator abutment that fractured inside a zimmer biomet dental implant has been investigated by (B)(4) as the locator caused or contributed to the event. A (B)(4) (mloa001) was not returned for investigation for over sixty days. As a result, no physical evaluation could be performed by (B)(4) since unknown biomet locator was not returned. Unable to conclusively determine if the product is a (B)(4) abutment. DHR review and complaint history review could not be performed by (B)(4) since no (B)(4)lot number was provided by the customer. Therefore, based on the evaluation, the malfunction was unable to be verified. A definitive root cause could not be identified by (B)(4). However, thread fracture during function typically results from insufficient tightening torque at placement, overloading of the abutment in function, or not retightening the abutment at prescribed intervals.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Based on information available, the reported event of a zest dental solutions locator abutment that fractured inside a zimmer biomet dental implant is being investigated by zest dental as the locator caused or contributed to the event and zest has complaint investigation responsibility. The final attempt has been sent to supplier in request for investigation results, and at this time no results have been returned. In the event the results return, additional follow up will be provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Device was not returned.

Event description:
It was reported that an abutment (mloa001) external hex fractured and remains in the implant. Implant remains intact.